Manufacturer narrative:
(B)(4): the device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed with no issues noted. The reported issue was confirmed through an event history log review as a slow flow patient alarm. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that therapy problems occurred during use on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown the device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.